Event description:
It was reported while using bd safetyglide¿ needle the needle was clogged and there was disconnection. There was no report of patient impact. The following information was provided by the initial reporter: the mckesson needles are having unusual resistance, causing the needle to pop off the syringe during vaccine administration. This happens 1-2 times every day.

Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Previous investigations have revealed that process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported while using bd safetyglide¿ needle the needle was clogged and there was disconnection. There was no report of patient impact. The following information was provided by the initial reporter: the mckesson needles are having unusual resistance, causing the needle to pop off the syringe during vaccine administration. This happens 1-2 times every day.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.